Manufacturer narrative:
Investigation results as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nx031k-vega ps femoral component cemented f5n r. According to the complaint description, it was reported that an revision surgery was necessary due to cement had no tight bond with the implant. Additional information was provided on 19th of october. Reportedly, the cement used was optipac 40, refobacin plus. The adverse event / malfunction is filed under (B)(4). Involved components: nn261k-tibial obturator d12 mm-52522748 nx220-vega ps+ gliding surface t2/2+ 10mm-52516314 nn473k-columbus cra/psa tib.plat.cemented t2-52537882.